Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 10/23/2023, the patient was at home with her daughter when her daughter noticed she was catatonic and not responding. During this time, the cgm was displaying 70 mg/dl so the daughter thought this was seemingly inaccurate. They were unable to do a finger stick comparison so the daughter called emergency medical technicians (emts). When they arrived, the patient's cgm and omnipod was displaying low. They checked a finger stick reading; however, the emts were not able to get a reading on their bg meter so they stated it might have been too low. The patient was treated with d50 and IV fluid. When the patient recovered, emts checked a finger stick reading again and the bg was 119 mg/dl. Is it unknown what the cgm was displaying during this time. The patient declined transportation to the hospital. Of note, the patient stated that she may have been experiencing a "flu" at the time of the episode which was aggravated by her respiratory issues. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.